Event description:
The occlusion balloon moved during the procedure resulting in the loss of occlusion of the vessel. The physician inserted the occlusion balloon wire into the pt and inflated to 4.5mm to occlude the vessel. The physician performed pre-dilitation on the vessel and then deflated the occlusion balloon. The physician then re-inflated the occlusion ballon and performed a poba. The physician inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and decided to post-dilate the vessel and noticed that the occlusion balloon was moving. This movement caused the occlusion balloon to deflate. The device was removed and the pt is reported to be fine.